Manufacturer narrative:
(B)(4) endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2011. After implant of the zenith mainbody and two zenith iliac legs, a leak of some type was apparent. After re-ballooning twice, the leak was still present. The physician landed the graft perfectly at the inferior renal, so they decided to implant another MFR's stent. The physician were unclear whether this was a type I or a type ii; however, the physicians will let us know on the f/u CT.